Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: description: email received in mnsc contact center inbox (B)(6) 2025 at 1234 et from accredo report verbatim: "pc only- (redacted) states the winrevair vial access adapter lot number 1024036117; will not allow the diluent to flow in or out of the winrevair medication vial post access and the. Vial access was not patent and unable to use medication for scheduled dose today. States the patient was born with down syndrome. No further details provided. "

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
No product or photo was returned by the customer, of material 2203e, lot 24036117. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smartsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.